Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: creases flat, deformation and weight to the spec. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "inflammation response¿. The device has been explanted.